Manufacturer narrative:
It was reported that the polarstem modular head (750023711) broke during impaction. The device was not received for investigation and no batch number was communicated. Therefore, the production documentation could not be reviewed. The modular head is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, a breakage of the modular head was not observed. Without the device received the site of breakage cannot be evaluated. The root cause cannot be determined due to insufficient information. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device.

Event description:
It was reported that this item broke during impaction. No delay was reported. No backup was required.